Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they will be replacing the ins probably to non rechargeable ins since the patient wants the ins location changed b/c when she sits in her church pew the ins location is painful.